Manufacturer narrative:
The device was returned in one piece for analysis. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached eri. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. No other anomalies were found.

Event description:
It was reported that the patient presented in clinic with a red and inflamed pocket. It was found that the patient's implantable cardioverter defibrillator (ICD) had eroded through their skin. The pocket had become infected and the patient's right atrial (ra), right ventricular (rv), and left ventricular (lv) leads were visible in the pocket. The ICD, ra, rv, and lv leads were all explanted. Patient was eventually discharged under stable condition.